Event description:
Same case as : 2134265-2009-06618. It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulty occurred. The target lesion location and characteristics were not available. A taxus liberte' 2.50x32mm stent was advanced into the pt. Info as to whether the stent was deployed is not available, however, when pulling the stent delivery system (sds) out of the pt some resistance was felt. At some point, it was noticed the forte guidewire used in the procedure was stuck in the device. The physician pulled hard on the sds and the shaft broke at the rapid exchange monorail port. The guide wire and the sds were removed from the pt. No complications were reported. No further info is available.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).